Event description:
A consumer left the following comment on an inteliswab facebook post claiming three false negative results were received. The consumer did not provide a lot number or other product information confirming the false negative results were from an inteliswabbrand covid-19 rapid test. Refer to MDR #3004142665-2022-00038 and MDR #3004142665-2022-00040 for the other two false negative report submissions."will it actually be accurate tho? Fiance took 3 at home tests all came up negative went to the doc 20 mins after the fact just toget test results from the doc saying she tested positive."

Manufacturer narrative:
No additional follow up is to be expected with this complaint and the incident will be closed internally.

Event description:
A consumer left the following comment on an inteliswab facebook post claiming three false negative results were received. The consumer did not provide a lot number or other product information confirming the false negative results were from an inteliswabbrand covid-19 rapid test. Refer to MDR#3004142665-2022-00038 and MDR#3004142665-2022-00040 for the other two false negative report submissions."will it actually be accurate tho? Fiance took 3 at home tests all came up negative went to the doc 20 mins after the fact just to get test results from the doc saying she tested positive."